Event description:
Preoperative diagnosis: cervical disc disease. Patient experienced pain. MRI demonstrated a midline disc protrusion at c4-5 that indents the csf space and comes up to the cord. There was a slight decrease in root fill on the right hand side at c4-5. The emg demonstrated median nerve dysfunction, mild, bilaterally and a chronic left c6 nerve root dysfunction. (This found not to be related to the device or procedure.) On 14 april 2010, the patient underwent removal of instrumentation, inspection of fusion and c4-5 anterior cervical discectomy and fusion with allograft wedge and internal fixation to c4 through c7 (atlantis) plate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.

Manufacturer narrative:
The product sample was not returned for evaluation stated as a standard of care. As such a device history record (DHR) review could not be conducted as the lot number of the product was unknown. There was no mechanical failure of the implant and it was stated that the previously treated level was fused as intended. This case was an extension of the previous fusion to an adjacent level. Therefore, without a product sample or a mechanical failure of the device, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.